Event description:
Iabp,intra aortic balloon pump, alarmed blood in line, yet no blood was seen. The pump was changed out. A few hours later, new pump alarmed blood in line, blood was seen. Attempted to remove the catheter a few hours after that and the catheter became stuck part of the way out. The patient was taken to the or by the vascular surgeon for removal and repair of the femoral artery. Follow up reveals training was thought to be a factor.